Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4). The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were not provided. Infection after this length of time implanted is not likely to involve a device or device processing error. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Examination of the returned devices finds unknown cement product on four of the five devices. Returned are devices from the s-rom femoral stem platform and pinnacle acetabular platform. Cement product is not intended for fixation / use with these hip systems. A complaint database search finds no other reported incidents against the known product and lot combinations since their release for distribution. Surgeon use / technique may have been a contributing factor. Based on the investigation, a need for corrective action was not identified.depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Pt was revised to address pain, infection, and osteolysis.